Event description:
During a percutaneous nucleotomy procedure, the dekompressor stopped working. Backup equipment was not available, and the procedure was cancelled. There was no reported adverse consequence to the pt as a result of this malfunction.

Manufacturer narrative:
It has been confirmed that the device has not be returned to the MFR.